Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. The software was functioning as designed; no failure was found. C19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version 4.2.1; product ID: bi71000225, serial/lot #: -, ubd: , UDI#: h6: multiple annex codes were coded for this event. A090501 was coded for the system stopping exposing. A1102 was coded for the  error 512 tube arc error. A110201 was coded for the ias being stuck in initializing. Multiple annex g codes were coded for this event. G02008 was coded for product ID: m021083c001. G02005 was coded for product ID: bi71000225. H3, h6: the system was serviced in the field and the standalone board was replaced. B01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was stuck in initializing. The system was functioning at the beginning of the case, but stopped exposing when they attempted to take an additional spin. The use of medtronic imaging was aborted, and the case was continued using another imaging system.  Error 512 tube arc error was shown in logs. Generator interface status event in logs. Performed hard reboot and the issue was unresolved. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "stuck in initializing." Visual inspections showed components were electrically over stressed and was unable to bench test due to over stressed components. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #:s2236ehk rev. K, UDI#: MDR codes b01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.